Event description:
It was reported that pump screen intermittently went dark and would not turn on, and caller experienced extreme difficulty pressing button and often needed multiple presses to activate display. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case and followed button-press instructions that temporarily restored display, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place affected pump in storage mode and return it using prepaid label, and advised customer to transfer pump settings and reconnect continuous glucose monitor on replacement device.